Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in catheter was frayed. The following information was provided by the initial reporter: it was reported that the catheter was frayed.   Verbatim: we have had several frayed 24 ga catheters and one frayed 22 ga catheter.

Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval no. Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in catheter was frayed. The following information was provided by the initial reporter: it was reported that the catheter was frayed.   Verbatim: we have had several frayed 24 ga catheters and one frayed 22 ga catheter.